Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effects of ischemia and occlusion and treatment of surgical exposure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the therapy/non-surgical treatment/delayed appears to be related to circumstances of the procedure.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, after the proglide closure, the patient had an ischemic leg while in recovery. Surgery was performed to remove the proglide suture that had captured the back wall of the artery and occluded the artery. The common femoral artery was repaired with a vascular patch. It was opined that the initial puncture was poor with potential sub-intimal path resulting in the back wall capture. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure due to the surgery. No additional information was provided.